Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
At the end of the procedure we realized that the oscillating wire had stopped moving. Since we were finished with that portion of the procedure, we decided to remove the entire trellis device. Once product was removed and on the back table, we removed the oscillating wire. Only part of the wire came out. The other portion was in the delivery catheter. Since we did not need the device any further, and all components had been removed without incident, we continued the procedure successfully. There was no harm to the patient. Evaluation summary: the trellis odu was received for evaluation with the infusion catheter the dispersion wire exhibited a fracture at the transition between the straight (black jacket) section and the sine-curved (grey jacket) section. The grey section was still in the infusion catheter. The catheter exhibited a puncture at the proximal edge of the fractured wire. The puncture generated a material deformation suggesting the puncture force was initiated from the inside of the catheter and that the puncture object was the wire. The odu was attached to the catheter threading the fractured wire through the catheter lumen. The distal edge of the black section would only reach within 1cm of the grey section.